Manufacturer narrative:
This supplemental report is being submitted to provide the device manufacture date. The device has not been returned. The device history review confirmed that device conformed to specifications and that there were no abnormalities in manufacturing, special adoption, and variations.

Manufacturer narrative:
There is no additional event or patient information available yet. The device is not returned; as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during an unknown procedure the device had intermittent image loss and possible socket connectivity issues. There was no reported adverse impact to the patient.